Manufacturer narrative:
Tech found that the head of bed would not go up due servo motor was not good. Swapped out the bed. Repair not complete.

Event description:
Complaint alleged that the head of bed would not go up.